Manufacturer narrative:
Manufacturing evaluation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on the thirteen lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing and the sterilization dosages were within set parameters. The lots passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient was admitted to the hospital on (B)(6) 2014. While undergoing hemodialysis (hd) treatment in the hospital on (B)(6) 2014, the patient experienced an event of bradycardia, hypotension, and unresponsiveness. At that time, the patient was found to no longer qualify to receive hd treatments. A peritoneal dialysis catheter was placed and the patient began peritoneal dialysis on (B)(6) 2014. There is no documentation in the medical record that indicates a causal relationship between the 2008k hemodialysis machine and the patient¿s pulseless electrical activity (pea) arrest. There is no documentation in the medical record that indicates a causal relationship between the fresenius dialyzer and the patient¿s pea. The cause of the patient¿s pea arrest during the hemodialysis treatment was thought to be due to patient¿s inability to handle hemodialysis. The patient was switched to peritoneal dialysis without any further issues.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that a patient with history of severe cardiomyopathy experienced a sudden unresponsive event while undergoing a hemodialysis treatment on (B)(6) 2014. On (B)(6) 2014, the patient was admitted to the hospital with a pre-syncope and bradycardia diagnosis. On (B)(6) 2014, while hospitalized, the patient underwent a hemodialysis treatment and experienced a secondary event of bradycardia, hypotension and unresponsiveness. Cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. The patient recovered, but was no longer considered a candidate for hemodialysis due to severe cardiomyopathy and ejection fraction 10%. A peritoneal dialysis (pd) catheter was placed and the patient began pd on (B)(6) 2014. However, the patient has since returned to having hemodialysis treatments. The patient's current condition was noted as "doing well." No product information was made available. There are no allegations of device malfunctions having occurred. No complaint device is available for evaluation by the manufacturer.